Event description:
The customer reported the image was noisy and error code e216 (scope communication error) occurred during a unspecified procedure. The procedure was completed with a similar device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, error code b30 (scope communication error) occurred. This report is being submitted for the malfunction found during evaluation (error code b30). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, error code b30 occurred. A review of the device history record found no deviations that could have caused or contributed to the error code. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the error code occurred due to excessive current flowing to the device during handling causing the circuit board of the scope connector to be broken. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning and caution, which may help to prevent the issue: warning: "do not connect the video connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety." Caution: "turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor.¿ olympus will continue to monitor field performance for this device. Inspection and testing did not reproduce noise or error code e216 which was reported by the user. In addition, there were scratches on the bending section cover and the adhesive on the bending section cover. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information received regarding the issue reported by the customer.

Event description:
Additional information was received regarding the reported issue (the image was noisy and an e216 error occurred): the intended procedure was a diagnostic respiratory examination.